Manufacturer narrative:
Concomitant product: enlw1624c124e sn (B)(4)..

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately five years post index procedure, the patient had an endovascular repair of the right common iliac artery aneurysm due to migration. No additional sequelae were reported and the event was resolved.

Event description:
Additional information received as follows: the migration due to the right common iliac aneurysm was observed approximately four years and two months post implant. Approximately 6 weeks later, the physician elected to implant an endurant limb extension through the right femoral artery. No endoleaks were observed and the event was resolved. The investigator assessed the migration to be not related to the device and not related to the procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.